Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se troubleshot the device and both mechanical performance and operation were verified with no discernable issue. The se lubricated and cleaned the syringe driver and performed testing with no problems noted. It was suspected that the knob fell off and was not reattached properly causing the driver to not move. At the time, there were no observations to note and the device performance was working as intended.

Event description:
The device user (du) reported that while the device was in prep mode, the black dial on the infusion driver was not priming the syringes. The du primed the lines via the silver knob. A clinical specialist (cs) reached out again to the du and confirmed the syringe driver was working while the liver was on pump. The black infusion driver was believed to be working appropriately. Subsequently, it was determined that the lead screw had become disengaged from the infusion driver resulting in the inability of the device to automatically infuse medication during the case. The liver was successfully perfused and transplanted. Following the case, the du was contacted. It was confirmed that the black infusion knob was manually able to advance the infusion medication driver. The du used the silver knob to put the solution ledge 2mm from the top ledge and advanced it to completion of that 2mm gap. The du also demonstrated that the silver knob was able to lock into place and was able to manipulate it up and down.

Event description:
The device user (du) reported that while the device was in prep mode, the black dial on the infusion driver was not priming the syringes. The du primed the lines via the silver knob. A clinical specialist (cs) reached out again to the du and confirmed the syringe driver was working while the liver was on pump. The black infusion driver was believed to be working appropriately. Subsequently, it was determined that the lead screw had become disengaged from the infusion driver resulting in the inability of the device to automatically infuse medication during the case. The liver was successfully perfused and transplanted. Following the case, the du was contacted. It was confirmed that the black infusion knob was manually able to advance the infusion medication driver. The du used the silver knob to put the solution ledge 2mm from the top ledge and advanced it to completion of that 2mm gap. The du also demonstrated that the silver knob was able to lock into place and was able to manipulate it up and down.

Manufacturer narrative:
The root cause of the reported issue is suspected to be due to the knob falling off during use and was not reattached properly causing inability of the syringe driver to advance automatically.